Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over three (3) years since the subject device was manufactured. The customer did not provide a cleaning disinfection and sterilization checklist, so it is unknown if there were any deviations. Whether there was deviation from IFU in reprocessing steps for the area foreign material remained or not was unknown. Based on the results of the investigation the adhesion/clogging of the material in the air/water cylinder, air/water channel, plastic distal end cover/probe cover, and glue around objective lens were confirmed. However, the foreign material was not identified, and it was possibly not removed since the reprocessing was not conducted properly due to leakage from scope cover packing. The events can be detected and prevented in accordance with the following instructions for use. Instructions for use states that detection method in gif-h185 operation manual chapter 3 preparation and inspection. Instructions for use states that preventive measure in gif-h185 reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found that water tightness was lost due to wear of scope cover packing; upward/downward angulation control knob could not be locked securely due to deformation of forceps elevator lever; air water cylinder, suction cylinder had no color; insulation resistance value at distal end did not meet the standard value due to scratch on plastic distal end cover; the play of upward/downward angulation control knob and bending angle in up direction did not meet the standard value was out of standard value due to wear of angle wire; objective lens, light guide lens, connecting tube had a scratch; bending tube had a dent. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited foreign material in the air/water tube, air/water cylinder, plastic distal end cover and on the objective lens cover. There were no reports of patient involvement.